Event description:
The account alleges that during a hemodynamic pressure monitoring procedure for patient. The clinical staff noted leaking from the 120cm connecting tube. The device was replaced to complete the procedure for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.